Event description:
(B)(4). Event occurred in the united states. The patient stated that his infusion set broke at the site of quick release causing high blood glucose level reported to be at 600 mg/dl due to which he put on a new set. This happened on the first day of use at night while the patient was sleeping. The site location was patient's buttocks and the pump was located on the same side. The infusions were stored inside the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.